Manufacturer narrative:
(B)(4). The user does not have any knowledge of patient infection that may be associated with the cooler heater, they defrost the ice block after every case, there were no fault indicator lights illuminated, and the water was not cloudy or discolored. The reported complaint was not confirmed. The field service representative (fsr) tested the unit and attempted to locate the source of the leak. After prolonged testing, no leak was found and the unit was in good condition. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking from the cardioplegia (cpg) area. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.